Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device not returned to manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not booting up. There was no patient present.